Event description:
The manufacturer was contacted in reference to a thermal complaint. The manufacturer received information alleging a burning wire smell. The patient reported thermal damage to dresser. Additionally, the patient alleged feeling like she is drowing when she wakes up and required three hospitalizations. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.